Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of the peritonitis was unknown. The pt was not hospitalized for the event. The same day, the pt was given unspecified medication to administer intraperitoneally (ip) for 15 days. Additional information was requested but was not available.